Manufacturer narrative:
Event summary: air ingress reported during the procedure. There was no product returned for investigation. In conclusion, investigation was unable to be completed on the product 4fc12 and bin files were not returned.

Event description:
It was reported that during a cryoablation procedure, the insertion of the balloon catheter into the sheath was difficult. It was further reported that later in the procedure, when switching from the right inferior pulmonary vein (ripv) to the right superior pulmonary vein (rspv), the physician retracted the balloon in the sheath. At this point, a bubble appeared in the manifold of the sheath. The physician then aspirated and flushed the sheath; however, it happened again at the next balloon retraction. The procedure was "terminated" and the sheath was withdrawn from the patient. Despite "termination" at this point, the case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.